Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator display went blank and the ventilator continued to provide ventilation to the patient. The customer reported there was no patient involvement.